Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. The essure went in and some coils could be seen in uterus. Hcp (health care professional) was not very concerned. Patient had some cramping and cramping of leg. She went home and called next day saying the pain got worse down right leg. Patient came in and x-ray showed that the device had perforated the tube. Patient was taken to surgery and right tube and essure were removed. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and in the day after the procedure, x-ray showed that the device had perforated the tube. Then, patient was taken to surgery and right tube and essure were removed. This event, seen as fallopian tube perforation, is serious due to medical importance and required intervention and listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion. In this case, soon after the procedure the patient presented cramping and pain in leg. In the day after the pain got worse down her right leg and patient returned. A x-ray showed that the device had perforated the tube. Considering the close temporal relationship, this event probably occurred associated to device insertion. Thus, causal relationship with essure use cannot be excluded. Since an intervention was performed to remove the tube and the device, this case is regarded as incident. Further information and technical assessment have been requested.

Manufacturer narrative:
Follow up 14-mar-2016: essure perforation questionnaire was received from physician. Patient's data were updated. She was (B)(6). Pregnancy history included gravida 6, parity 1, spontaneous abortion 2 and 1 termination of pregnancy. She had no previous gynecological interventions. The patient was on depo provera, so she had no last menstrual period at time of essure insertion. Her last delivery was via c-section. She was not breastfeeding at time of essure insertion. Essure was inserted under analgesia (paracervical block with 1 percent lidocaine). Cervical dilation and sounding were done. The insertion was difficult; the right side initially did not deploy, needed to remove and put new one. The visualization of tubal ostia was easy. The fluid loss during hysteroscopy was less than 1500cc and the procedure lasted 1 hour and 2 minutes. Patient had no complaints immediately after insertion. No confirmation test was done. On (B)(6) 2015, a unilateral right perforation was diagnosed by ultrasound. The perforation occurred after deployment. The left side was in correct position. The right side had perforated the tube and a small portion of the essure was through the ampullary portion of the tube into the broad ligament. No organ or intra-abdominal structure was perforated. The patient was presenting with abdominal pain. On (B)(6) 2015, the right essure was removed by laparoscopy. During visual inspection via laparoscopy there was a relatively normal right tube but salpingectomy was done and it was evident that a small perforation had occurred. According to the physician, essure removal was medically necessary and the patient recovered. Ptc investigation result received on 21-mar-2016. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and days after the procedure, it was found the device had perforated the tube (unilateral right perforation, a small portion of the essure was through the ampullary portion of the tube and into the broad ligament). She was submitted to a laparoscopic salpingectomy and the right device was removed. She recovered from the event. This event is listed in the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion. In this case, essure insertion was difficult in the right side and soon after the procedure the patient presented abdominal pain, cramping and pain in leg. Days later, a perforation was diagnosed. Considering this close temporal relationship, the event probably occurred in association with device insertion. Thus, causal relationship with essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.